Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery. The customer also reported that they hospitalized on (B)(6) 2020 due to low blood glucose level of 47 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer was treated with dextrose at the hospital and treated with food at home. The customer also reported that they experienced weakness and had passed out due to low blood glucose level. No harm requiring medical intervention was reported. The reservoir will not be returned fir analysis.